Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that the during a lead implant procedure on (B)(6) 2020 patient experienced an intracerebral hematoma. Patient suffered a small hemorrhage along the tract of the recording electrode. As such, the case was abandoned and no lead was implanted. Patient developed some weakness and sensory changes on the left side of the body. In turn, the physician is sending patient to physical therapy and will reevaluate after.

Manufacturer narrative:
Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received, indicated that the issue has resolved.